Event description:
It was reported that the cautery portion of the device works as normal. However, when the flow 50 wand is used with suction the wheel on the suction seems to vibrate a lot. It sounds abnormal and very loud. No back up device was available. No patient injury was reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors which can lead to cord damage include: the saline tube may have been loaded incorrectly causing the saline tube to vibrate more causing the motor to run loader than normal. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.